Event description:
During an auto cuff fixation, the physician ((B)(6)) was utilizing a speedscrew knotless implant (w/inserter handle). While placing the initial implant and threading the suture through the eyelets, it was discovered that the second suture did not advance properly. The implant and sutures were removed and the physician placed a new mattress stitch on the cuff and attempted to use a second implant in the same pre-drilled bone hole. While tensioning the tendon to the bone, the implant reportedly broke off from the insert handle. The speedscrew knotless implant and sutures were removed from the surgical site. The physician then reverted from an arthroscopic approach to a mini-open in order to maintain proper visibility. The procedure was ultimately completed using a competitor's device. While the procedure was completed the physician reported a surgical delay of 30 mins.

Manufacturer narrative:
Reference MFR report: 3006524618-2012-00758.